Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient not wearing a mask before dialysis. The peritonitis was manifested as abdominal pain, fever and chills. The day after the onset, the patient was hospitalized for the peritonitis. On the same day as the hospitalization, the patient started to receive ancef (dose and frequency unknown) ip through extraneal bag for the treatment of peritonitis for 21 days. A day after the hospitalization, the patient was discharged from the hospital. Approximately 3 weeks later, the patient was again hospitalized for the same bacterial peritonitis manifested by blurry fluid. On an unreported date, extraneal and physioneal therapies were discontinued and the patient received a fistula for hemodialysis as the patient needed to heal their peritoneal exit. Six days after the second hospitalization, the patient was discharged from the hospital. The patient would continue hemodialysis for 3 to 4 months. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.